Event description:
It was initially reported that the actual residual volume (arv) was greater than the expected residual volume (erv) (arv: 39, erv: 7) after 1 month refill. There were no motor stalls, alarms. A dye study was performed but healthcare provider (hcp) was "unable to complete it." During surgical intervention, the catheter was inspected and had good csf (cerebrospinal fluid) back flow when it was disconnected; physician chose to replace the pump. The catheter was not removed/replaced as it was patent. Per the reporter with new connection and pump, the patient was doing well; was started at minimum rate "because of new drug." Drug delivered via the device was fentanyl. Patient sustained no injury and recovered without sequel. It was later added that the surgeon chose to replace the pump as the pump reservoir volume was 39ml after 2 months. The patient had gone through withdrawal symptoms per her pain physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed motor corrosion and gear train anomaly. It was confirmed during analysis that pump did not appear to be infusing but was not reporting a stall. Initial analysis revealed corrosion, and testing without the inner cover confirmed pump was in fact hard stalled and was still not reporting a stall. Further analysis revealed a corrosion related anomaly of the motor and additionally the teeth of gear two had been worn down because of this. This anomaly (the worn teeth) allowed the slack in the gear train. This slack allowed the rotor magnet to make full travel therefore not reporting a motor stall.

Manufacturer narrative:
Secondary analysis of the pump revealed stall algorithm not triggered; no stall alarm occurred.

Manufacturer narrative:
Catheter model: 8578, lot #: n171548002, implanted: (B)(6) 2008, explanted: unk; catheter model: 8709, lot #: j 10928r64, implanted: (B)(6) 2001, explanted: unk; programmer model #: 8835, serial #: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that on (B)(6) 2011 at 0125 a motor stall occurred and recovered at 0946. Prior to that there were no events from (B)(6) 2011 until this date. The discrepancy was noted by a reservoir volume. The pump was delivering morphine, concentration 24mg/ml; not fentanyl as previously reported.

Manufacturer narrative:
Device code (B)(4) applies to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-jul-17 reported the patient went through withdrawal in 2011. It was also noted that in 2011 the patient had a pump issue and went through withdrawal, and the pump was replaced. They did not know what the reason was for the pump issue, but they remembered the pump had to be replaced. The pump medication related to the event was morphine with an unknown dose and concentration, and the indication for use was non-malignant pain. No further complications were reported/anticipated.

Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: device codes : (B)(4) eval code - conclusion code ¿ 54 is being updated to 24 for this event. Eval code - method code 31 is being updated to 26 for this event. Eval code - result code 190 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.